Event description:
It is reported that the patient was revised due to dislocation.

Manufacturer narrative:
Evaluation summary: neither x-rays nor surgical notes were returned for review so component fit and orientation per the surgical technique could not be assessed. Compatibility of implanted components was confirmed. The circumstances surrounding the dislocation are unknown. It is unknown if the patient was abiding by the post operative tha precautions. In general, patient factors that may affect the performance of the components include: bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Cause cannot be definitively determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should additional substantive information be received, the complaint will be reopened.